Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed battery alert due to blank display. Pump received with cracked battery tube threads, cracked case display window corner, cracked belt clip slot and stripped battery cap(p) coin slot. (B)(4).

Event description:
The customer reported via phone call that there was crack at the belt clip slides in between reservoir and battery cap and one starts top right of screen and goes around side above arrow button. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.